Event description:
It was reported that electrical stimulation was impossible. The pt was no longer able to hear with her device. During a medical examination, it was found that the active electrode is no longer in the cochlea, but lying in the middle ear. The active electrode was then removed from a doctor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.